Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that a ped pipeline contracted proximally and no longer covered the target aneurysm at six month follow up. It migrated after deployment. The cause was unknown. The pipeline was implanted at the intended location. Full wall opposition was achieved. No side branches were covered by the pipeline. Landing the pipeline precisely where the physician wanted proved difficult due to a steep turn and bend into the internal carotid artery (ica) from the middle cerebral artery (mca). Dual antiplatelet treatment was administered. The devices were prepared as indicated in the instructions for use (IFU). The patient was treated for an unruptured, fusiform aneurysm in the right ica. The max diameter was 4x2.24mm and the neck diameter was 3mm. Vessel tortuosity was normal. Angiographic result post procedure was the aneurysm was covered by the pipeline by 2mm. No patient symptoms or complications were reported.  Ancillary devices: phenom 27 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that no further action has been taken. The migration was not observed until 12 month follow-up angio. The physician will talk with the patient about the possibility of another procedure to place another device distally. Imaging post procedure showed the aneurysm was covered adequately distally post placement. The cause of the migration was not known.